Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a urinary catheter. The customer reports a foley catheter was placed in a child. Urine was returned and the catheter appeared to be working. After about four hours, the patient seemed to have trouble voiding. An attempt was made to remove the catheter by deflating the balloon. About 0.5 ml returned from balloon. The balloon port was cut but this did not drain the balloon. A guide wire was inserted to attempt to clear the balloon but was unsuccessful. Ultrasound was used which confirmed the balloon was still inflated, but still could not remove catheter. The patient was taken to surgery the following day for a cystoscopy procedure. The catheter was cut off and pushed back into the bladder. The cystoscope showed the balloon to be deflated at the time. The catheter was then removed without difficulty. The child had no further problems, and was discharged a number of days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.